Event description:
Intended use: vitek¿ ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek¿ ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biom¿rieux of obtaining a misidentification of actinotignum spp. As achronobacter spp. In association with the vitek¿ ms (ref 410895, serial (B)(4)). The customer reported that the vitek¿ ms obtained a result of achronobacter spp. The isolate was sent to a reference laboratory where it was identified as actinotignum spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biom¿rieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of actinotignum spp. As achronobacter spp. In association with the vitek® ms (ref 410895, serial (B)(6)). Investigation fine tuning status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made between 18 to 21 mar 2021. Spot preparation quality the investigator analyzed data provided from the customer to determine the quality of their spot preparation. The calibrator ¿all peaks¿ values were heterogeneous. Kb review based on the information provided, the expected identification has been defined as actinotignum spp which is not present in vitek ms kb v3.2 at a genus level. The vitek ms knowledge base v3.2 includes only one species of actinotignum (a. Schaalii). Sample data analysis the analysis of the mzml sample shows that number of all peaks were heterogeneous (between 30 and 572). Low discrimination were obtained with the lower number of ¿all peaks¿ (30) and with a low identification score (-0.37 to -0.21) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 for the ¿all peaks¿ and -0,4 for the score). The ¿no identification¿ results were due to ¿empty spectra¿ or ¿too many peaks spectra¿. It could be due to a bad organism quantity deposit on the spots (too thick or too fine organism deposit). The "emptyspectrum" result means that nothing has been acquired from the spot; the ionization will not be efficient. " too many peaks spectra¿ result means that not enough organism has been deposited on the spots; spectra will be noise only (e.I. Very high number of peaks detected, ¿.). In this case, the amount of ¿good peaks¿ detected during acquisition will be not sufficient to allow a good identification conclusion the information provided by the customer indicates that they obtained a misidentification due to the combination of a system limitation (species out of kb v3.2) along with bad quality spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning). Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Since january 2016 there have been no similar complaints for actinotignum spp misidentified as achronobacter spp.